Event description:
It was reported that the tip of the pin broke and was left in the patient's tibia.

Manufacturer narrative:
Visual inspection of the returned device confirms that the threaded end of the pin has a piece broken off. The broken piece was not returned. Evaluation could not determine with confidence the specific cause of the damage; however, we recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.